Event description:
Event description cpi received information that this intervene defibrillation lead triggered an open circuit message during routine battery changeout, so it was capped and replaced.